Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the episodes of post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD) were noted remotely via merlin.net. No intervention was performed and the patient will be further monitored. The patient was in stable condition.